Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. No other information was provided by the hospital. No patient complications were reported by the hospital.